Event description:
It was reported the insulin pump was not working. Customer stated the batteries will drain in half a day. Customer cleaned contact and issue continues. Customer stated the device also kept alarming failed battery test, the battery would not pass. Device also had keypad anomaly. Customer's blood glucose was 202 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.